Event description:
During product eval, failure code 533:320:844:0000 was found in the pump's event history. It is unk when this failure code occurred or if there was any pt injury or medical intervention necessary.